Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a broken force sensor was detected during seating or regular delivery alarm. The customer's blood glucose level was 132 mg/dl at the time of the incident. The customer wanted to go to auto mode. The customer reported that the following message from the auto mode readiness screen: said active insulin updating. The insulin pump error occurred, settings were cleared, or were suspended for more than 4 hours. The customer reported blood on site. The customer stated that the site was not actively bleeding. The customer stated that the blood was not visible on the sensor connector. The customer stated that the sensor was not tugged or pulled on after insertion. The sensor was not inserted away from restrictive clothing. The sensor was already been removed. The customer reported that the bleeding stopped. The customer reported that they did not receive medical treatment as a result of the site issue. The device will not be returned for analysis.